Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency room due to low blood glucose. Customer blood glucose was 30 mg/dl. No treatment was given to the customer was low blood glucose. Customer was using insulin pump within 48 hours at the time of event. The insulin pump will not be returned for the further analysis.